Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The malfunction code was resettable, and the customer was assisted with resetting the pump. After the reset, the malfunction did not recur, and the customer was informed that they could continue using the pump. The customer was advised to contact technical support if the issue happened again.